Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issue was misuse. The impella is not indicated for wireless insertion or re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Impella was noted to have migrated into the left ventricle (lv) after the peel away sheath was removed, and the repositioning sheath was placed. While eliminating the slack and pulling the outlet back, the medical professional inadvertently pulled the impella device out of the aorta. Impella was unable to be advanced across av and cannula became bent during the attempt which required removal of device. Patient survived the procedure.